Event description:
During a cataract extraction procedure, the vitrectomy function of this unit failed to function properly and another unit was used to complete the procedure. There was no pt injury.